Manufacturer narrative:
Unit received with partial display due to cracked lcd glass. Unable to perform displacement test due to display anomaly. Unit received with minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump shows lines in the display and half of the screen is distorted. The customer tried to change battery but, it did not help. The customer reported that the display did not return to normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.